Event description:
Customer reportedly received the following results on the mobile system: 3.2 mmol/l, 16.8 mmol/l, and 27.1 mmol/l. Customer tested 11.6 mmol/l on an unknown professional accu-chek system. All results were obtained within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.